Manufacturer narrative:
(B)(4). The customer returned two loose clips 544250 hemolok xl clips 6/cart 84/box for investigation. One clip applies to tc (B)(4) and the other clip applies to tc (B)(4). The clips were visually examined with and without magnification. Visual examination revealed that the clip applied to tc (B)(4) was returned closed. Gouges were observed on the legs, near the hook and near the hinge of the closed clip. R & d was consulted , and it appears that improper use (loading/removal) or damaged appliers caused the observed damages. The clip applied to tc (B)(4) was returned with the pierced bosses broken off. The pierced bosses were not returned. It could not be determined exactly how or what caused the pierced bosses to break. CAPA (B)(4)has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. The clip that applies to tc (B)(4)was returned with the pierced bosses broken off. The pierced bosses were not returned. It could not be determined exactly how or what caused the pierced bosses to break. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the clip was found broken during usage on the patient.

Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product hemolok ml clips 3/cart 42/box, lot# 73e1800111. Investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found broken during usage on the patient.